Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure, the burr detached. During preparation of the 1.50mm rotablator rotalink plus burr outside of the patient the burr became detached from the distal catheter coil and was noted to be stuck on the 330cm floppy rotawire guide wire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is listed as okay.

Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure, the burr detached. During preparation of the 1.50mm rotablator rotalink plus burr outside of the patient the burr became detached from the distal catheter coil and was noted to be stuck on the 330cm floppy rotawire guide wire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is listed as okay.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation by MFR: the rotalink plus unit was received for analysis. Visual analysis revealed that a guide wire was inserted in the device. It was noted that the burr of the catheter unit was detached from the catheter and was stuck on this guide wire. Additionally, the distal coil of the catheter device was stretched. The burr could not be removed from the guide wire. In an attempt to remove the burr from the wire, the devices were soaked in warm water in order to dissolve any saline build up however this attempt was not successful. Microscopic analysis was also conducted. No issues were observed with the burr however the distal of the coil was found to be stretched. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).